Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On unreported dates, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer and nurse reported that on (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. Treatment information was not reported. At the time of this report, the patient was recovering. It was not reported whether dianeal therapy was ongoing. The nurse reported that the event of peritonitis was unrelated to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis event.as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potentially associated lot numbers (gd881557, gd882241). There were no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.